Manufacturer narrative:
Maintenance does not comply to manufacturers recommendations. The reported complaint was confirmed. Batteries were returned for evaluation and were received with 5.6 volts direct current (vdc), which is severely depleted compared to 11.4 vdc for a typical discharged battery. Charging the batteries for 14 hours allowed them to meet spec for voltage and conductance, but load testing still found the batteries failed (47 minutes versus 50 minute spec). Given the relative young age of the batteries, this is consistent with improper charging maintenance. The customer is aware of proper battery maintenance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the fsr, the power light emitting diode (led) light was yellow on the front panel of the system-1. The user does not charge their system at least once a month and they do not fully discharge the batteries. Per log review this system has not been powered on since (B)(6) 2015. The fsr replaced the batteries and completed the pm. Data logs were downloaded and sent to the manufacturer. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered the back-up system-1 did not boot-up or run on battery power as the batteries were dead. There was no patient involvement.